Event description:
Boston scientific received information that the patient contacted patient services and stated that he lost consciousness while swimming in a pool and had to be rescued by a lifeguard. The patient also stated that while he was unconscious, a couple of shocks were administered by the device. An email was sent to the field representative in an attempt to obtain additional information.

Event description:
Additional information was received that the patient was checked in the clinic a few days later and anti-tachycardia pacing (atp) was delivered that did not convert the patient out of the ventricular tachycardia (vt) arrhythmia. Therefore shocks were appropriately administered, which broke the vt. Atp was subsequently programmed off in the device. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.